Manufacturer narrative:
(B)(4). [Reference ftr (B)(4) for the other devices used in case].

Event description:
According to the reporter, during a lap nissen, 2 of the 3 devices in question either dropped the needle and stuck during unloading. One of the devices worked but they are not sure which one it was. No patient or user injury or hazard.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted for the device the instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.